Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding / daily spotting and break through bleeding") and uterine haemorrhage ("complaints of continual uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia / with irregular cycles"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), weight increased ("weight gain"), migraine ("migraines"), teeth brittle ("brittle teeth"), fatigue ("fatigue"), skin irritation ("costume jewelry, which often contains nickel because it causes skin irritations") and loss of personal independence in daily activities ("problem with going about her daily life"). The patient was treated with medroxyprogesterone acetate (depo-provera), contraceptives nos and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, weight increased, migraine, teeth brittle, fatigue, abdominal pain lower, skin irritation and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menometrorrhagia, migraine, pelvic pain, skin irritation, teeth brittle, uterine haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure procedure under local anesthesia. Following the removal of the essure devices, plaintiff¿s symptoms have largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: normal. After hysterectomy, the pathology report noted that two gray metal coiled wires were present at both the right and left cornu of the uterus and were consistent with that of a ligation device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *after hysterectomy, the pathology report noted that two gray metal coiled wires were present at both the right and left cornu of the uterus and were consistent with that of a ligation device. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding / daily spotting and break through bleeding"), uterine haemorrhage ("complaints of continual uterine bleeding") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia / with irregular cycles"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines"), teeth brittle ("brittle teeth"), fatigue ("fatigue"), dermatitis contact ("costume jewelry, which often contains nickel because it causes skin irritations"), loss of personal independence in daily activities ("problem with going about her daily life"), post procedural haemorrhage ("continued bleeding following the procedure"), headache ("headaches"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with contraceptives, medroxyprogesterone acetate (depo-provera) and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, weight increased, migraine, teeth brittle, fatigue, abdominal pain lower, dermatitis contact, loss of personal independence in daily activities and post procedural haemorrhage had resolved and the headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of personal independence in daily activities, menometrorrhagia, migraine, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure procedure under local anesthesia. Following the removal of the essure devices, plaintiff¿s symptoms have largely resolved. Plaintiff (B)(6) is 34 years old. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events added from pfs- headaches, auto-immune, hypersensitivity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *after hysterectomy, the pathology report noted that two gray metal coiled wires were present at both the right and left cornu of the uterus and were consistent with that of a ligation device. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced genital haemorrhage ("bleeding / daily spotting and break through bleeding"), uterine haemorrhage ("complaints of continual uterine bleeding") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia / with irregular cycles"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines"), teeth brittle ("brittle teeth"), fatigue ("fatigue"), dermatitis contact ("costume jewelry, which often contains nickel because it causes skin irritations"), loss of personal independence in daily activities ("problem with going about her daily life"), post procedural haemorrhage ("continued bleeding following the procedure"), headache ("headaches"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with contraceptives, medroxyprogesterone acetate (depo-provera) and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, weight increased, migraine, teeth brittle, fatigue, abdominal pain lower, dermatitis contact, loss of personal independence in daily activities and post procedural haemorrhage had resolved and the headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, arthralgia, autoimmune disorder, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of personal independence in daily activities, menometrorrhagia, migraine, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure procedure under local anesthesia. Following the removal of the essure devices, plaintiff¿s symptoms have largely resolved. Plaintiff (B)(6) is 34 years old. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding / daily spotting and break through bleeding") and uterine haemorrhage ("complaints of continual uterine bleeding") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia / with irregular cycles"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), weight increased ("weight gain"), migraine ("migraines"), teeth brittle ("brittle teeth"), fatigue ("fatigue"), dermatitis contact ("costume jewelry, which often contains nickel because it causes skin irritations"), loss of personal independence in daily activities ("problem with going about her daily life") and post procedural haemorrhage ("continued bleeding following the procedure"). The patient was treated with medroxyprogesterone acetate (depo-provera), contraceptives nos and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menometrorrhagia, dyspareunia, arthralgia, weight increased, migraine, teeth brittle, fatigue, abdominal pain lower, dermatitis contact, loss of personal independence in daily activities and post procedural haemorrhage had resolved. The reporter considered abdominal pain lower, arthralgia, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menometrorrhagia, migraine, pelvic pain, post procedural haemorrhage, teeth brittle, uterine haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure procedure under local anesthesia. Following the removal of the essure devices, plaintiff¿s symptoms have largely resolved. Plaintiff daquigan is 34 years old. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: normal. After hysterectomy, the pathology report noted that two gray metal coiled wires were present at both the right and left cornu of the uterus and were consistent with that of a ligation device. Most recent follow-up information incorporated above includes: on 16-oct-2018: summons received. Events:post procedural bleeding were added.events outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.